Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The male pt had no previous cardiovascular history, but reportedly had borderline hypertension and borderline hyperlipidemia, which had not been treated with any medications. Additionally, he had a history of anxiety disorder, which was being treated with lexapro. Emergent cardiac catheterization showed a hazy filling defect of the proximal left anterior descending artery (lad) up to a large 1st diagonal branch with timi-3 flow to the distal portion of the lad. Because there was heavy thrombus present, angioplasty or stenting was delayed while "clot buster" drugs were administered intravenously at the site of the thrombus. A week later, revascularization was carried out with a 3.5 x 18mm cypher stent deployed in the proximal lad. After stent deployment and post dilatation, there was minimal residual stenosis and excellent timi-3 flow throughout the lad. One week after the procedure, the pt was presented to the ER with recurrent chest pain. EKG showed st segment elevation in the anterior leads consistent with acute myocardial infarction. Emergent repeat catheterization revealed the lad was occluded at the origin of the stent with fresh thrombus. Intracoronary clot busters were administered and resulted in restoration of timi-2 flow in the lad. Thrombectomy was performed with subsequent restoration of timi-3 flow to the vessel. Pt was discharged home on coumadin, plavix, aspirin, altace, coreg, and lipitor.